Event description:
It was reported to vyaire medical problem with the laptop 2200 ventilator regarding high side / low side leak failure. Furthermore, there was no patient associated with the reported event. Failures were discovered during routine maintenance.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint. Vyaire received ltv2 unit pn 22690-001-99 sn (B)(6). A visual inspection was performed and found no indications of damage, misuse, or contamination. A post and event trace were retrieved from unit, and found multiple hi pres1, lo pres1 alarms recorded. No other abnormal events were found. Proceeded to perform transducer port leak test as described in ltv2 service manual. Using a calibrated validyne manometer and pressure syringe, approx. 51.0cmh2o was applied to high flow transducer port and leak rate was measured over 1 minute. Leak rate was measured to be -0.3cmh2o and within specification (=1.0cmh2o/1 min). Test was repeated for low flow transducer port and leak rate was measured at -0.5cmh2o, also within specification. A vent check was performed successfully with a 0.0lpm leak result. Ltv2 unit was connected to a calibrated flow analyzer and test lung, powered on into ventilation mode and resumed customers¿ last known settings. Unit continued to ventilate for approx. 20 mins, an intermittent patient effort was being triggered under customer settings. Proceeded to perform general checkout testing as described in ltv service manual chapter 9 and was successfully completed. Ltv unit was then installed onto automated test fixture ID ltvf00250. Test results found unit failing peep pilot pressure test, pressure with ppin off, and ppout on below spec with excessive pressure drop. System tubing was inspected and found a puncture at 1¿ tubing of wye subassembly going to ppout pn 18336-004. Punctured tube was replaced, and test was repeated still resulting in failure. Solenoid mount assembly pn 18607-001 was replaced with a known good assembly. Test was repeated, testing for internal leak, oxygen leak, purge pressure, exhalation pilot pressure, and peep pilot pressure passing on all counts. The reported complaint was not reproduced. Ltv unit underwent high and low flow port leak testing on automated fixture and per service manual and was found to be within specification. Additional problem, automated testing found unit failing peep pilot pressure test due to high leakage. Cause of issue was found to be internal failure of ppin solenoid pn 18165-001. Ltv2 unit pn 22690-001-99 sn (B)(6) will be moved to factory service to have a new solenoid mount assy pn 18607-001 installed and have assembly processed.